Event description:
"The baby was born preemie, gestation length unk, abnormalities of the heart (coarctation of the aorta) and probably brain damage prior to incident. The preliminary cause of death was multiple cerebral infarctions due to cerebral thrombosis due to migration of the PICC due to congenital abnormalities of the circulatory system. About 2 months prior, the catheter was inserted on the left side from the scalp vein into the jugular vein, tip position was confirmed on x-ray. Two months later, pt deterioration prompted investigation using contrast agents. The tip of catheter was located in sigmoid sinus. Tpn was found in the sigmoid sinus and in the brain; right side of brain had significant brain damage. Pt died 4 days later".